Event description:
The patient had laser ablation of stone found in distal ureter. The surgeon went to use the stone retreival basket and it would not work. She checked it on the sterile field. Another basket was opened and worked fine. The staff is not sure which package label belonged to the defective device; both packages and defective device were saved.